Manufacturer narrative:
Device evaluated by MFR: it was observed that the fiber optic cable receptacles fail to retain cable. The console was tested. The rotational speed in dynaglide mode was 67 krpm; the maximum turbine rotational speed reached was 220 krpm; the turbine speed was set to and maintained 170 krpm. The fiber optic electronic circuit functions properly, but the fiber optic cable receptacle retaining latches are broken and the connectors do not latch firmly in place. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, when the pedal was switched to rotablation, the burr could be heard spinning at a high rate and if anything it sounded as though the speed needed reducing. The speed would flash on and off occasionally on the console at around 170000 but only for a split second. We checked all of the other connectors and came up with nothing. During dynaglide mode, a speed of 60,000 rpm was reported but when dynaglide was turned off, there was no speed output on the console. It was observed that the led lights came on during dynaglide mode but were not working in one of the ports during rotablation. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, when the pedal was switched to rotablation, the burr could be heard spinning at a high rate and if anything it sounded as though the speed needed reducing. The speed would flash on and off occasionally on the console at around 170000 but only for a split second. We checked all of the other connectors and came up with nothing. During dynaglide mode, a speed of 60,000rpm was reported but when dynaglide was turned off, there was no speed output on the console. It was observed that the led lights came on during dynaglide mode but were not working in one of the ports during rotablation. No patient complications were reported.